Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a failed water leak test from the cable that needed to be replaced was found. Based on the results of the investigation, it is likely the following led to the malfunction: stain or rust inside the charge-coupled device lenses; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had poor quality image. The image was blurry. The issue occurred during the preparation/prior to sedation for an unspecified procedure. The procedure was completed with another device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor quality image. The image was blurry. The issue occurred during the preparation/prior to sedation for an unspecified procedure. The procedure was completed with another device with no surgical delay. There were no reports of patient harm.